Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1qad0 serial# implanted: (B)(6) 2018, product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 10-apr-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction and non -obstructive urinary retention. It was reported that the patient fell after implant. Then, on february 1st, the patient experienced one intense shock at the pocket site while sitting at dinner. They also had a loss of therapy/return of symptoms of urinary incontinence. It was unknown if troubleshooting was performed. The patient called their doctor's office and the staff  advised patient to turn off and make appointment. Patient seen february 11th and x-rays were obtained, which showed the lead looked to have moved. The doctor was made aware and the issue was ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.